Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced dizziness while the cgm was displaying low. Based on the low display, the patient treated themselves with a lot of carbohydrates. The patient went to the emergency room and at the ER the patient's bg was 684 mg/dl and was diagnosed with diabetic ketoacidosis. The patient was vomiting and was treated with zofran. The dka was treated with a shot of insulin and 3 bags of IV fluid. The patient's blood glucose was checked hourly and remained 60-70 mg/dl off. The hyperglycemia improved to 384 mg/dl. At the time of the report, the patient had a viral infection which she reportedly may have contracted in the ER. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.